Event description:
It was reported that an ilet bionic pancreas appeared unresponsive and would not power on until the user removed the case and proceeded toward charging, at which point the device powered on; a restart was then performed through the ilet mobile app without further issues. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no alerts or alarms. Investigation included remote troubleshooting and user education, including device restart and guidance on charging. Investigation of this case revealed a transient device power or user interface anomaly that resolved with restart, with no reproducible malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient software or power state that cleared with a restart.